Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 01/05/2015 - device evaluation: the device has been returned and evaluated by product analysis on 12/11/2014 with the following findings: the returned battery cap was used during testing. The customer complaint of a dim screen could not be evaluated due to the inability to turn the pump on. Evidence of moisture in the battery compartment was observed. Unrelated to the initial complaint, the battery compartment was found to be cracked at the opening, down to the rubber bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.